Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer was hospitalized in the intensive care unit on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was in the 300 mg/dl range. The customer reported having symptoms of diabetic ketoacidosis and kidney pain. The customer was wearing the insulin pump at the time of hospitalization. The customer stated that their insulin pump was removed while hospitalized. Customer was treated with insulin drip and fluids given intravenously.